Manufacturer narrative:
Concomitant medical products: d354trg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that during a device follow up check, the right ventricular lead was found to have short intervals in the sensing integrity counter. During extraction of the lead, it was noted that a suture had been knotted directly on the lead. Also during the explant of the right ventricular lead, another lead was damaged and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and the proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.